Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and blood ketones. Customer¿s blood glucose level was 368 mg/dl. The customer was treated with manual injection for high blood glucose level and blood ketones. Customer¿s primary investigator stated that customer changed infusion set and had hyperglycemia. The device will not be returned for analysis.